Event description:
The customer contact reported the device did not deliver after the bolus button was pressed. The bolus cord was connected to a gemstar pump and being used for epidural delivery of naropin, at a rate of 10ml/hr, with a bolus rate of 5ml. After an unspecified length of time in use, it was reported that after the button on the bolus cord was pressed, a bolus dose was not delivered. The bolus cord was removed from clinical use and the pt was instructed to use the bolus button on top of the pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).